Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batch reported: batch: 3083952. Batch creation date: 2023-03-24 . Batch expiration date: 2023-06-07.

Event description:
Material: 305106. Batch#: 3083952/3158503. It was reported by the customer that repetitive issued with clogged needles which impact cust samples expelling properly.

Manufacturer narrative:
Follow up MDR for device evaluation. A device history record review was completed by our quality engineer team for provided material number 305106 and lot numbers 3083952 and 3158503. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.